Event description:
Complaint received regarding one 011-cl3261, report states:.. After one minute of gravity fed adminstraiton the registered nurse noticed doplets leaking from the fused site (approx. 10ml on floor)... No physical contact by the nurse or patient. Nurse was wearing ppe. No adverse patient consequences reported.